Event description:
Asd case - defect wasn't balloon sized. Deployed a 24mm device which pulled through the defect easily. The consultant decided to balloon size and leave the device attached to the cable in the la while he prepped the balloon. Almost immediately the device came of the cable and embolised into the rv. He managed to snare the device out from the pa in the end (device was moving) and successfully implanted a 28mm device. The consultant say the device screwed onto the cable fine and he was happy it was tight. He said the only explanation he can give is that they must have turned the cable during deployment of the device. I don't have any lot numbers at this time, we spoke on the phone last night. They have kept the device but unfortunately not the cable.

Event description:
A 24 mm amplatzer septal occluder device was deployed and pulled through the defect easily so the user elected to resize the defect. While prepping the balloon for sizing, the aso remained attached to the delivery cable and in the la. It was noted that the device detached came of the delivery cable and had embolized into the rv. The device was snared from a pa approach. A 28 mm amplatzer septal occluder was used to complete the procedure. During the snaring of the device per physician report the patient bled but did not require transfusion. Per physician report the initial device was screwed onto the cable and appeared tight however he believes he must have turned the cable during deployment of the device resulting in the premature release. The patient was reported stable.